Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's peak inspiratory pressure would not work. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was verified. The tubing from the autocal valve to the airway pressure valve was disconnected. The tubing was replaced to remedy the problem. Evaluation of the device verified the tubing was disconnected, which caused the device to trigger the customer's report of peak inspiratory pressure not to function. Analysis for reports of this type has not identified an increase in trend.